Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the first two clips were fired completely opened, while the other two clips were partially closed. So a new device was used to carry out this operation. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.